Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to bile duct during a choledochoduodenostomy procedure performed on an unknown date. During the procedure, the distal flange was deployed outside of the bile duct, while the proximal flange was deployed in the duodenal lumen. Access to the bile duct was maintained with a guidewire, and another self-expanding metal stent was placed through the axios stent into the bile duct, and the procedure was completed. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transduodenal to bile duct during a choledochoduodenostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the bile duct. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter first name and last name: dr. (B)(6) course held on (B)(6) 2024. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.